Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test and had unexpected battery power loss. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display was noted. The device was received with normal operating currents and passed self-test, unexpected error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, stained address, serial number label and stained end cap sticker.